Manufacturer narrative:
The na electrode lot number is fxv with an expiration date of 03-jan-2027. The calibration and qc were acceptable. The alarm trace showed "sample probe: abnormal aspiration" and "abnormal aspiration (sample pipetter s1)" errors. The field service representative found that the vacuum nozzle did not have proper suction. He replaced the vacuum nozzle and performed successful tests and checks. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1: the initial na result was 150 mmol/l, and the repeated result was 141 mmol/l. Patient 2: the initial na result was 138 mmol/l, and the repeated result was 148 mmol/l. The samples were repeated because the physician questioned the initial results. The repeated results were obtained on another module and were believed to be correct.